Event description:
Complainant stated, "patient admitted on (B)(6) 2023 for extreme prematurity. A 5fr ogt placed on admission. Donor human milk feeds started (B)(6) 2023 6fr ogt placed ((B)(6)); (B)(6) 2023 surgery consulted for hematuria, hypotension; (B)(6) 2023 abdominal xray demonstrating portal venous gas, abdominal ultrasound demonstrating abdominal perforation and ascites. Too unstable for surgical intervention at this time. On (B)(6) 2023 placement of peritoneal drain for nec and pneumoperitoneum. Liquified bowel evacuated during drain placement. On (B)(6) 2023 abdominal xray demonstrating persistent free intraperitoneal air. Exploratory laparatomy done as well as enterotomy closure of cecai perforation, end ileostomy creation, drainage of intraabdominal abscess.